Manufacturer narrative:
The reported failure of vent service required alarms indicating backlight in display failed and touchscreen in display failed is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report from a service engineer, on behalf of the customer, indicating that a trilogy ev300 ventilator required follow-up repair. There was no report of patient harm or injury. Review of the service documentation determined that the device failed the event log verification ¿ significant event log test. Evaluation of the failed test sheet identified vent service required alarms indicating backlight in display failed and touchscreen in display failed. To address the reported issue, a quotation was provided to the customer for replacement of the display board and the display interface board cable. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.